Event description:
Ous MDR - after an implantation period of approx. 57 months, oversensing on the rv channel was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 46 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed multiple abrasion marks along the lead fragment. In particular on the distal part of the lead, the insulation was rubbed through. This finding can be considered the root cause of the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Diagnostic images clarifying this assumption were not available. Furthermore cuts in the insulation with blood infiltration were noted. The conductor cables were partly pulled out of their lumens in the cut regions. The shock coil and the fixation helix were severely deformed. These damages indicate tensile stress during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.